Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert was triggered. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the svc (superior vena cava) defibrillation coil was rising. The lead was subsequently returned and analyzed. The full lead was returned in segments. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil was flexed.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead had unstable thresholds and no capture when manual threshold conducted. The lead also high pacing impedance and steadily increasing superior vena cava (svc) impedance. The lead exhibited oversensing with high rate non-sustained episodes and noise. Lead fracture was suspected. The lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.